Manufacturer narrative:
A medtronic representative reported that they received a call from the site stating that the pendant was stuck in "system booting please wait". This occurred prior to the start of surgery and no patient was present. The site rebooted multiple times with both the umbilical disconnected and connected, but this did not resolve the issue. The field service engineer was contacted and an onsite investigation was scheduled. The engineer found that the image acquisition system (ias) boots up with a boot volume manager error. The cause for this was due to a windows software corruption. The engineer reloaded the windows software on the ias computer and performed a successful system checkout, which verified that the issue had been resolved. The logs were sent back to the manufacturer for analysis where it was found that the this issue was caused by a software anomaly. This software anomaly is being monitored by the manufacturer and all references to this case have been added to that record. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that they received a call from the site stating that the pendant was stuck in "system booting please wait". This occurred prior to the start of surgery and no patient was present. The site rebooted multiple times with both the umbilical disconnected and connected, but this did not resolve the issue. The field service engineer was contacted and an onsite investigation was scheduled.